Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2018. The patient's condition improved after surgery, but she began experiencing intermittent right pre auricular swelling with jaw movement that would recede with rest and massage. An x-ray showed that the patient had developed heterotopic bone on the right side. On (B)(6) 2019, the surgeon removed the right mandibular component, excised the heterotopic bone, and placed the revision component.

Event description:
The patient's right mandibular component was removed due to heterotopic bone and replaced with a revision component.